Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited loss of sensing and loss of capture. The lead was deactivated. It was noted that the implantable cardioverter defibrillator exhibited diagnostics anomaly and no intervention was performed. The patient would continued to be monitored.